Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l2-4. It was reported that the bone screw was found to be backed out and disengaged from the rod post-op. The patient underwent a revision surgery in which all of the implants were removed and replaced extending the construct to the pelvis. No patient complications were reported.